Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter displayed a message of ¿negative response- strip is not clear, strip fail. Remove and test with new strip¿. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at the end of (B)(6) 2015 or (B)(6) 2015. The patient informed the csr that she manages her diabetes with insulin (self-adjuster) and denied taking any action in regards to her usual diabetes management regimen due to the reported issue. The patient claimed that a few days after the alleged issue began she developed ¿chest pains¿. The patient claimed she was hospitalized at an unspecified time on (B)(6) 2015 and was treated with IV fluids. The patient claimed a blood glucose test was performed on the hospital device at an unspecified time on (B)(6) 2015 and a result of ¿over 400mg/dl¿ was obtained. At the time of troubleshooting, the csr walked the patient through resolving the issue and confirmed the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged meter issue began.